Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There was also foreign material found in adhered to the light guide lens.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, d9,h3, h4, h6, and h11. There has been corrections made to b5 and h6 component code. Lastly, a correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 03 oct, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the type of foreign materials could not be identified, neither could the cause of why it remained in the nozzle or the light guide lens. However, it is likely that reprocessing could not be conducted properly due to chipped/cracked light guide-lens, resulting in the foreign material in the light guide lens. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection: IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.